Manufacturer narrative:
No conclusion can be draw as repair info is unavailable.

Event description:
The customer reported the system displayed a generator error and would not produce x-rays. No pt injury was reported.